Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 6 years post-implant of a bifurcated device, and an infrarenal aortic extension, a distal endoleak on both sides and type ii endoleak was identified. Reportedly, the patient was treated with two limb extensions on each side to treat the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. No product was returned for evaluation, and no case images or medical records were provided. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues could not be identified.